Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation summary photo review: the received picture shows an unknown blade which was reported to be a tfna helical blade perf l95 tan product number 04.038.395 with unknown lot number. The blade is not in the final position as per surgical technique advice. Based on the available x-ray, no root cause determination is possible. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional pro-code: ktt. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows:it was reported that on (B)(6) 2019, the patient underwent a hardware removal of the trochanteric femoral nail advance (tfna) helical blade under hip surgery. Tfna blade was pullout after operation. Originally, the patient was implanted with tfna system on an unknown date. Patient and procedure outcome are unknown. Concomitant devices involved: unknown tfna nail (part# unknown, lot# unknown, quantity 1) unknown locking screw (part# unknown, lot# unknown, quantity unknown). This complaint involves one (1) device. This report is 1 of 1 for (B)(4).